Event description:
Customer states, she checked her blood glucose level using the suspect device and got a 140 mg/dl. She then drove to her dr's office where they re-checked her blood glucose level within 10 minutes of the 140 mg/dl and the dr's meter result was 80 mg/dl. A level I qc test was performed on the suspect device and the results were outside the acceptable range. No pt inury was reported. The device was replaced and requested to be returned for eval.